Manufacturer narrative:
The reported events of noise which resulted in oversensing and inappropriate automatic mode switch were confirmed. As received, a complete lead was returned in three pieces for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve tie impression of the lead. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion region.

Event description:
During an in-clinic follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. The ra lead was explanted and replaced to resolve the event. The patient was stable.